Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, selftest. And displacement accuracy test. Pump passed the dat test at 0.08750 inches. Unit received with cracked battery tube area, pillowing keypad overlay, stained serial number label, cracked battery tube threads and cracked reservoir tube lip. Tested with a test p-cap and the test p-cap locked in place properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia as a result of this event.